Event description:
It was reported the patient presented for a leadless pacemaker implant on (B)(6) 2023. Upon release at the target location, it was observed the lp had high capture thresholds. The procedure was completed with the lp implanted. Intermittent loss of capture was later noted so the lp was explanted and replaced on (B)(6) 2023. The patient was stable.